Event description:
Complainant alleged that during an attempt to cardiovert a pt (age and gender unknown), the electrode did not allow discharge of energy to the pt. The clinicians then obtained another set of electrodes and successfully cardioverted the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.